Event description:
The contact stated the customer's breeze 2 meter was reading higher than his elite meter. The customer's glucose was tested using both meters. The breeze 2 read 110 mg/dl, while the elite read 68 mg/dl. The difference between the readings falls in the "c" zone of the parker error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.